Event description:
It was reported that post implant, the patient experienced muscle stimulation. The pocket was reopened, and the pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.